Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable would not lock into connector on break out panel causing the stand alone to be displayed on pendant. Replacing the break out panel resolved the issue. The system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed that the frame grabber would not initialize. It was noted that the interface (umbilical) cable would not lock. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The rear breakout panel for the imaging system was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.